Event description:
Healthcare professional reported a patient had a removal of a textured saline implant and replaced with a style 15 silicone gel filled breast implant in the right side. 15 months later, patient was evaluated for capsular contracture. Five months later, patient had an MRI performed bilaterally with no findings to suggest malignancy in either breast. Approximately a month later, the device was explanted, replaced with non-allergan device (sientra) and a capsulectomy performed due to capsular contracture, baker grade IV and seroma. The capsule was sent for pathology analysis confirming "cd30 positive and alk negative," consistent with bia-alcl (stage I). At five weeks post-op, healthcare professional reported they had a discussion with the oncologist and the oncologist, "advised no further imagining, and just close follow up as it seems that the disease did not go outside the capsule." Patient is doing well.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Concomitant medical products: calcium carb-cholecalciferol, cetirizine, vitamin e, centrum silver, ventolin, azo cranberry. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6) 2021. Reason for reoperation: lymphoma-alcl, seroma-late and capsular contracture (baker grade IV).